Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of hh drawer dead was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4) the fse reported that main drawer hh not detected on bus. All leds are off. Replaced hh pmc and drawer's control pcbas. Reassigned drawer's positions. Hta tested pass. Customer tested with no problems. During dchu visual inspection: p/n 151622 01 (s/n (B)(6)): the pcba dwr cntlr v1.10/v1 during inspection no signs of damage, fluid ingress, loose or missing components were found. P/n 151622-01 (s/n (B)(6)): the part showed no signs of damage, fluid ingress, broken or missing components. P/n 151630-01 (s/n (B)(6)): during inspection, it was found that the part exhibits signs of fluid ingress in several solder joints. During dchu testing: p/n 151622-01 (s/n (B)(6)): laboratory testing at dchu was carried out using a calibrated dmm set to measure resistance. Readings were taken between test points tp505 and tp502, as well as between tp503 (gnd) and tp501 (vcc_in) to assess the condition of the d501/mosfet. The measurements did not meet the acceptable value. P/n 151622-01 (s/n (B)(6)): the pcba was evaluated on an esd protected work surface using a calibrated dmm. The dmm was set to resistance mode, and measurements were taken at two test locations. These measurements were performed to assess components d501 and mosfet q501, with all results falling within acceptable limits. For component q601, resistance was measured across its drain and source terminals. The component met the acceptable criteria. The pcba dwr cntlr v1.10/v1 was then installed in the dchu hta equipment and tested using hta. Passed hta with no anomalies. P/n 151630-01 (s/n (B)(6)): since signs of fluid ingress were observed, no further testing should be conducted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the hh drawer dead was attributed to fluid ingress in pcba pmc hh and a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es othro-or5 half height drawer was found to be dead. As per part investigation, it was that determined that fluid ingress and a shorted diode on the drawer controller board caused the failure. However, there were no delays, adverse events or injuries reported based on this event.